Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The manufacturer's field service engineer (fse) evaluated the device and confirmed the reported issue. The fse found that the unit would need a new speaker. Following replacement of the speaker, the unit failed so the fse determined that the unit would also need a new central processing unit (cpu) printed circuit board assembly (pcba). The fse replaced both the speaker assembly and the cpu pcba to address the issue. Following replacement of both parts, the ventilator passed all testing and operated within the manufacturing specifications. The ventilator was returned for clinical use. The cpu pcba and the speaker assembly were received for failure investigation (fi) and no failures were duplicated during fi. The reported issues could not be duplicated on the returned parts. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator generated an error (1102) relevant to primary alarm test failure. The ventilator was not in use on a patient at the time of the event.